Event description:
Facility alleged that during hemodialysis treatment the arterial bloodline broke at the point where the small tubing post pump segment attached to the pump segment. Ebl < 100cc's. Treatment was stopped and then restarted using a different line without incident. No medical intervention required as per hcp.